Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance and high thresholds in the bipolar configuration. The device was reprogrammed to unipolar. There were no adverse consequences for the patient. The patient would be monitored.